Event description:
It was reported by svc report that the head section trigger lock and hardware were missing and the bent release crossbar was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Trigger lock; bent release crossbar on the breakaway head section.